Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that while the laser was being serviced by the company engineer, a smell of arf (argon fluoride) gas was coming from the machine. There were no patients involved. In a follow up, the customer reported that the smell was very faint, that it was not detected by the site staff. No one at the site reported symptoms as a result of the gas leak.

Manufacturer narrative:
Evaluation summary: during a onsite visit the fse (field service engineer) replaced laserhead and successfully completed system verification to specification. The root cause could not be identified conclusively. Without sample the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).